Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable high elecsys hcg + beta test system result for one patient sample. The initial result was 9.23 miu/ml and was reported outside of the laboratory. The physician questioned the result and asked that the sample be repeated. The sample was repeated twice with a result of 0.100 miu/ml with a data flag which was considered to be the correct result. The patient was not adversely affected. The reagent lot number was 25919905 with an expiration date of 30-nov-2018. The field service representative found the sample container could have been leaning in the rack causing a mis-sampling or false liquid level detection (lld). He checked the sample delivery and all reaction parts. The qc results were within specifications. Performance testing was completed.

Manufacturer narrative:
As the issue was a questionable high result, the customer not using the required rack adapters was not related to the event.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Possible root causes include the non-use of rack adapters for 13 mm tubes which may have allowed the sample tube to lean or pre-analytical errors. Typical root causes for this type of event include insufficient electromagnetic interference (emi) compliance, issues with sample quality, insufficient maintenance, or contamination of the environment with the analyte.